Manufacturer narrative:
Correction: the device manufacture date was incorrectly documented as sep 21, 2015 in the initial report. It has been updated as sep 21, 2010 to reflect the correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device made an unusual noise, got very hot, trigger was sticking, the electric motor was damaged (heating up), the oscillating head and trigger parts were worn, and the set screw, bearings and straining ring were damaged as well. The assignable root cause was determined to be due to normal wear from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a total knee replacement surgical procedure. It was observed that two battery oscillator devices had intermittent operation in the same procedure. The event occurred 4-5 minutes into the cutting of the knee. It was reported that there was no delay to the procedure as unspecified spare devices were available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.